Manufacturer narrative:
Concomitant medical products: c2tr01 cdt-p, implanted: (B)(6) 2013; 310c33 tissue valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sepsis infection of an unknown source. Blood cultures taken were positive for candida parapsilosis and coagulase negative staphylococcus. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.